Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer was feeling like nausea due to high blood glucose level. The customer declined troubleshooting for low blood glucose level and high blood glucose level. The insulin pump will not be returned for analysis.